Event description:
Customer reported a crack going in insulin pump as well as on the screen. Customer also reported moisture/fluid under the lcd display screen. The blood glucose reading was 124 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window, cracked display window corners, cracked belt clip slot, and cracked reservoir tube lip. No moisture damage on the electronic assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.